Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient did not experience any symptoms due to the catheter being dislodged. The catheter was dislodged in the spinal region and was identified by x-ray post-operatively. A new spinal segment was placed, and the patient was doing very well and was receiving effective therapy. There was no product available to be returned.

Event description:
It was reported the surgeon did not feel the catheter needed to be replaced during a pump replacement surgery the day before the date of this report. Post-surgery it was discovered the catheter was actually dislodged so the patient was called back into the operating room for a revision. The catheter was being revised on the date of the report. The health care provider (hcp) believed the patient had not been receiving drug and was naïve to the drug. It was believed the hcp was going to use the lowest simple continuous dose, but this was not confirmed. The system was being used to deliver morphine. The next day it was reported the patient had withdrawal symptoms, lightheadedness, nausea, and vomiting on (B)(6) 2014. The patient was given oral morphine sulfate and the symptoms improved but the patient still had some nausea at the time of the report. The patient¿s intrathecal dosing was going to be increased by the hcp on the date of the report.